Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with high ventricular rate episodes showing ventricular tachycardia induced by backup pulse; the patient was asymptomatic. The pulse generator exhibited intermittent sensing. The patient broke the ventricular tachycardia on their own. Auto capture was turned off and the patient was doing fine post event.